Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1906 is being used to capture the reportable event of unspecified infection. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e172001 is being used to capture the reportable event of abscess.

Event description:
A patient underwent a spaceoar procedure on (B)(6) 2024, followed by five irradiations between august 13 and 23. Initially, the patient's health was fine for about two months. However, on (B)(6) 2024, he presented to the hospital with anal pain and was diagnosed with a rectal ulcer and abscess. A magnetic resonance imaging (MRI) confirmed inflammation and pus in the rectum. Despite the severity of the symptoms, the patient has not developed a fever and is on the path to recovery. The patient is currently fasting.

Event description:
A patient underwent a spaceoar procedure on (B)(6) 2024, followed by five irradiations between (B)(6) 2024. Initially, the patient's health was fine for about two months. However, on (B)(6) 2024, he presented to the hospital with anal pain and was diagnosed with a rectal ulcer and abscess. A magnetic resonance imaging (MRI) confirmed inflammation and pus in the rectum. Despite the severity of the symptoms, the patient has not developed a fever and is on the path to recovery. The patient is currently fasting.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1906 is being used to capture the reportable event of unspecified infection. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e172001 is being used to capture the reportable event of abscess. Block h11: block h6 (patient codes) were corrected.